Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitraclip nt (11014r350) was attempted to be opened while in the atrium to check capability of opening and closing. However, the clip would not open. The clip was able to be removed without issue. A second mitraclip xt (20304r157) was used. Post deployment, the clip detached from the posterior leaflet, resulting in a single leaflet device attachment (slda). No further clips were used to attempt to stabilize the clip. There was no clinically significant delay in the procedure and no adverse patient effects.